Event description:
On may 7, 2007, a report was rec'd that a physician reported a reaction to a microcool gown, prod code 92039. Incident occurred in 2007 at children's hosp. This was the first time the microcool gown was being worn by this physician. Initially the physician noted the sleeves on the lower half of the gown were rough. Thirty mins after donning the gown, he noted irritation to both arms, severe enough to cause him to leave the or and ask another physician to step in for surgery. He immediately removed the gown and noted redness and a rash on both wrists and forearms extending to the elbows. He did not seek medical attn, and the rash resolved on its own after 24 hrs. While the rash was present, the physician was unable to perform surgeries. Kimberly-clark has no first hand knowledge of the allegations, but is relaying the info rec'd from outside sources pursuant to federal regulations.

Manufacturer narrative:
Representative sample from prod in possession of the hosp is being returned for examination. As required a MDR f/u report will be submitted.